Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The anterior pak was visually inspected and no obvious defects were found. The cassette was used; the manifolds were unused. Surgical residue was observed in the cassette and the drain bag. The ball in the drip chamber¿s check valve moved freely per specification. A calibrated console representing the current software version was used to test the sample. A submerge leak test was performed on the cassette. No leakage was observed during pressure testing into the cassette by the mensor. The sample could prime and tune with the ultrasonic handpiece, the air bypass system (abs) tip and infusion sleeve from the lab stock successfully. Fluid flowed from the blanaced salt solution (bss) bottle to the drain bag without any interfering. No message code appeared on the screen. No leakage was found from the drip chamber, the connectors, the cassette, the drain bag, the manifolds, the pump elastomer or onto the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the cassette was leaking before a vitrectomy procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.